Event description:
A ventilator was scheduled for remote preventative maintenance service. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, the active exhalation control module failed testing. The active exhalation control module valve and 3-way solenoid valve need to be replaced to address the issue. Additionally, the harness oxygen blending module, oxygen blending module assembly, and pca system need to be replaced.

Manufacturer narrative:
The manufacturer previously reported that a trilogy ev300 ventilator was scheduled for remote preventative maintenance service. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, the active exhalation control module failed testing. The active exhalation control module valve and 3-way solenoid valve need to be replaced to address the issue. Additionally, the harness oxygen blending module, oxygen blending module assembly, and pca system need to be replaced. The original 3 way solenoid valve and proportional valve were sent to the philips investigation lab (pil) for further evaluation and pil was unable to confirm the failure of the proportional valve. Pil concluded that the proportional valves operated as designed. Pil was able to confirm the failure of the solenoid valve and suspects that internal contamination caused the test failure. The evaluation results and conclusion code grids have been updated to reflect this new information. No further investigation is required.